Event description:
The user facility in (B)(6) reported the cutter function did not operate. The doctor replaced the cutter and the procedure was completed. Multiple packs were reported, but the user facility did not indicate if they were all in contact with the pt. Additional info: the cutter was not tested prior to surgery. The aspiration continued while the cutter stopped. There was no pt impact.

Manufacturer narrative:
Eval completed. Three 23ga cutters were returned in a plastic (B)(4) bag. The original packaging was not returned. A post-it note returned in the bag indicates (B)(4) lot u8978. Cutter 1 and 2 the needles are bent approx 10 degrees. Functional testing cannot be performed due to the bent needle. Cutter 3: the needle is bent less than 5 degrees. A functional test was performed using a stellaris pc system. The cutter had good clean cuts below 4000 cpm, above 40000 cpm. The cutter cut intermittently. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle could not be determined. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 3, see 1920664-2012-00242 and 1920664-2012-00266.